Event description:
The lay user/pt contacted lifescan alleging that the product had the following unresolved buttons/scanners issue. "Power button" (does not turn on). There were no allegation of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.